Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump module infused pitocin faster than expected, but was determined to be user error. It was reported the pitocin and lactated ringers lines were crossed and pitocin was running at the lactated ringers rate. The clincian identified her error. No further information provided. This was reported to bd representatives during site visit. There was patient involvement, but the outcome is unknown. Although requested, no further information was known by the customer.